Event description:
Literature reference: familoni bo, et al. "Gastric electrical stimulation has an immediate antiemetic effect in patients with gastroparesis". Ieee trans biomed eng june 2006: 53(6): 1038-1046. This study monitored eleven patients with refractory gastroparesis to examine the clinical feasibility and efficacy of gastric electrical stimulation (ges). Three patients presented with increased gastrointestinal symptoms after their device spontaneously switched off. In the clinic, the stimulator was interrogated with a console programmer to determine its setting. It was suspected the spontaneous switch offs occurred after exposure to large electromagnetic fields of unknown origin.